Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding( menorrhagia)') and vaginal haemorrhage ('vaginal haemorrhage/abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 898836-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal abscess, vaginal itching and vaginal yeast infection. Previously administered products included for an unreported indication: mirena from 2004 to 2008 and nuvaring. Concurrent conditions included gerd, hiatal hernia, vaginal irritation, breast pain, breast tenderness, right lower quadrant pain, vaginal discharge, urinary frequency, pelvic discomfort, folliculitis, hot flashes, vaginal disorder, vaginal burning sensation, genital herpes simplex and uterine fibroids. Family history included diabetes. Concomitant products included bupropion, doxycycline, duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole, fluconazole, ibuprofen, macrogol 3350 (miralax), montelukast, phentermine, propranolol hydrochloride (inderal), ranitidine, topiramate (topamax) and verapamil. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation using thermachoice-(B)(6) 2014 and hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal infection and urinary tract infection had resolved and the dysmenorrhoea, female sexual dysfunction, dyspareunia, depression, anxiety, migraine and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: trailing coils: left- 03, right- 01 treatment received pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2012: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: part a - uterus, cervix and right fallopian tube: 1. Chronic cervicitis with nabothian cysts of the endocervix. 2. Endometrium with secretory features and submucosal fibrosis suggesting possible prior therapeutic intervention. 3. Leiomyomata uteri. Part b- left fallopian tube, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities.. Ultrasound pelvis - on (B)(6) 2011: result: discrete uterine fibroids are identified. There is an intrauterine device in satisfactory location. Unremarkable sonographic evaluation of the pelvis.; on 08-aug-2017: result: 1. 2.3cm uterine fibroid. 2. Small amount of free fluid in the pelvis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, vaginal infection, dyspareunia, menorrhagia, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: "physical pain/pelvic pain , vaginal haemorrhage/abnormal bleeding (vaginal), abnormal bleeding, infection (bladder/urinary tract/vaginal) type: vaginal, urinary tract infection" updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding( menorrhagia)') and vaginal haemorrhage ('vaginal haemorrhage/abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 898836-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal abscess, vaginal itching and vaginal yeast infection. Previously administered products included for an unreported indication: mirena from 2004 to 2008 and nuvaring. Concurrent conditions included gerd, hiatal hernia, vaginal irritation, breast pain, breast tenderness, right lower quadrant pain, vaginal discharge, urinary frequency, pelvic discomfort, folliculitis, hot flashes, vaginal disorder, vaginal burning sensation, genital herpes simplex and uterine fibroids. Family history included diabetes. Concomitant products included bupropion, doxycycline, duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole, fluconazole, ibuprofen, macrogol 3350 (miralax), montelukast, phentermine, propranolol hydrochloride (inderal), ranitidine, topiramate (topamax) and verapamil. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation using thermachoice-(B)(6)2014 and hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia had resolved and the vaginal haemorrhage, genital haemorrhage, vaginal infection, dysmenorrhoea, female sexual dysfunction, dyspareunia, urinary tract infection, depression, anxiety, migraine and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: trailing coils: left- 03, right- 01. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: result: part a - uterus, cervix and right fallopian tube: chronic cervicitis with nabothian cysts of the endocervix; endometrium with secretory features and submucosal fibrosis suggesting possible prior therapeutic intervention; leiomyomata uteri. Part b- left fallopian tube, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities. Ultrasound pelvis - on (B)(6) 2011: result: discrete uterine fibroids are identified. There is an intrauterine device in satisfactory location. Unremarkable sonographic evaluation of the pelvis.; on (B)(6) 2017: result: 2.3cm uterine fibroid; small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, vaginal infection, dyspareunia, menorrhagia, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as weight loss. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding( menorrhagia)'), vaginal haemorrhage ('vaginal haemorrhage/abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898836-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal abscess, vaginal itching and vaginal yeast infection. Previously administered products included for an unreported indication: mirena from 2004 to 2008 and nuvaring. Concurrent conditions included gerd, hiatal hernia, vaginal irritation, breast pain, breast tenderness, right lower quadrant pain, vaginal discharge, urinary frequency, pelvic discomfort, folliculitis, hot flashes, vaginal disorder, vaginal burning sensation, genital herpes simplex and uterine fibroids. Family history included diabetes. Concomitant products included bupropion, doxycycline, duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole, fluconazole, ibuprofen, macrogol 3350 (miralax), montelukast, phentermine, propranolol hydrochloride (inderal), ranitidine, topiramate (topamax) and verapamil. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (endometrial ablation using thermachoice-(B)(6) 2014 and hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia had resolved and the vaginal haemorrhage, genital haemorrhage, vaginal infection, dysmenorrhoea, female sexual dysfunction, dyspareunia, urinary tract infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left- 03, right- 01. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: result: part a - uterus, cervix and right fallopian tube: chronic cervicitis with nabothian cysts of the endocervix. Endometrium with secretory features and submucosal fibrosis suggesting possible prior therapeutic intervention. Leiomyomata uteri. Part b- left fallopian tube, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities.. Ultrasound pelvis - on (B)(6) 2011: result: discrete uterine fibroids are identified. There is an intrauterine device in satisfactory location. Unremarkable sonographic evaluation of the pelvis.; on (B)(6) 2017: result: 1. 2.3cm uterine fibroid. Small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, vaginal infection, dyspareunia, menorrhagia, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: event outcome was added- menorrhagia was resolved. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('vaginal haemorrhage'), vaginal haemorrhage ('vaginal haemorrhage') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898836-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal abscess, vaginal itching and vaginal yeast infection. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included gerd, hiatal hernia, vaginal irritation, breast pain, breast tenderness, right lower quadrant pain, vaginal discharge, urinary frequency, pelvic discomfort, folliculitis, hot flashes, vaginal disorder, vaginal burning sensation, genital herpes simplex and uterine fibroids. Family history included diabetes. Concomitant products included bupropion, doxycycline, duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole, fluconazole, ibuprofen, macrogol 3350 (miralax), montelukast, phentermine, propranolol hydrochloride (inderal), ranitidine, topiramate (topamax) and verapamil. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (endometrial ablation using thermachoice-(B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal infection, dysmenorrhoea, female sexual dysfunction, dyspareunia, urinary tract infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left- 03, right- 01. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: result: part a - uterus, cervix and right fallopian tube: 1. Chronic cervicitis with nabothian cysts of the endocervix. 2. Endometrium with secretory features and submucosal fibrosis suggesting possible prior therapeutic intervention. 3. Leiomyomata uteri. Part b- left fallopian tube, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities. Ultrasound pelvis - on (B)(6) 2011: result: discrete uterine fibroids are identified. There is an intrauterine device in satisfactory location. Unremarkable sonographic evaluation of the pelvis.; on (B)(6) 2017: result: 1. 2.3cm uterine fibroid. 2. Small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, vaginal infection, dyspareunia, menorrhagia, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-jul-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('vaginal haemorrhage'), vaginal haemorrhage ('vaginal haemorrhage') and genital haemorrhage ('abnormal bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 898836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal abscess, vaginal itching and vaginal yeast infection. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included gerd, hiatal hernia, vaginal irritation, breast pain, breast tenderness, right lower quadrant pain, vaginal discharge, urinary frequency, pelvic discomfort, folliculitis, hot flashes, vaginal disorder, vaginal burning sensation, hsv infection and uterine fibroids. Family history included diabetes. Concomitant products included bupropion, doxycycline, duloxetine hydrochloride (cymbalta), esomeprazole, esomeprazole, fluconazole, ibuprofen, macrogol 3350 (miralax), montelukast, phentermine, propranolol hydrochloride (inderal), ranitidine, topiramate (topamax) and verapamil. On (B)(6)-2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (endometrial ablation using thermachoice-(B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left- 03, right- 01. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: part a - uterus, cervix and right fallopian tube: chronic cervicitis with nabothian cysts of the endocervix.. Endometrium with secretory features and submucosal fibrosis suggesting possible prior therapeutic intervention. Leiomyomata uteri. Part b- left fallopian tube, resection: fallopian tube to include the fimbriated end showing no significant histopathologic abnormalities. Ultrasound pelvis - on (B)(6) 2011: result: discrete uterine fibroids are identified. There is an intrauterine device in satisfactory location. Unremarkable sonographic evaluation of the pelvis.; on (B)(6) 2017: result: 2.3cm uterine fibroid. Small amount of free fluid in the pelvis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, vaginal infection, dyspareunia, menorrhagia, migraine and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Essure lot number added. Product indication updated. Following events were added: abnormal bleeding, vaginal infection, apareunia depression, mental anguish, migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal haemorrhage, menorrhagia and urinary tract infection, event outcome added for: physical pain/pelvic pain. Reporters, medical history, historical and concomitant medications were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.